Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test or verify air bubble due to faulty force sensor resistor. No motor error or no delivery alarm noted and the motor passed motor test. The insulin pump has normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump passed rewind, basic occlusion and displacements tests. The insulin pump has minor scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the tubing seemed to have air bubbles that caused a motor issue. The insulin pump alarmed low battery. The insulin pump's battery did not last as long as the battery did in the other insulin pump. The insulin pump was making a grinding sound and vibrated during priming. Customer's blood glucose level was not reported. The customer experienced low blood glucose levels. The self-test and the displacement test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.